Event description:
Customer called to report unexplained high bg's that would not come down when he gave boluses. He said, he was hovering the 400 range for almost 24 hours and then took the pod off. He was not sure if cannula was bent/ kinked. He was able to successfully activate new pod. At the time of the report, the user stated that it would be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. The run data from the pod indicated that there were no pulse width time out's, rotational sensor errors, or occlusions. However, cannula damage, including a small hole near the tip, may have contributed to the reported symptom during the run. It is not possible to determine when the observed tip damage occurred although it was most likely during insertion. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.